Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was not delivering insulin. The caller stated that the customer is in the hospital, and he had a triple bypass surgery. The wife stated that the insulin pump was taken off and his blood glucose was treated with an insulin drip. The caller mentioned that her spouse had high blood glucose of 434mg/dl and got also no delivery alarms. Advised the caller that the customer needs to call back since she is not listed on his account. Troubleshooting was declined as customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.